Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the up and down keypad buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09/15/2014 with the following findings: there was no observed damage to the keypad. All of the keypad buttons had an intermittent response to button presses. Contamination was found underneath all of the keypad button contacts. Additionally, the audio bolus button had an intermittent response. Unrelated to the keypad issue, the display screen was found to be dim and discolored. The battery compartment was also cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).